Event description:
It was reported that during a retrospective review of device data it was identified that this implantable cardioverter defibrillator (ICD) exhibited episodes of inappropriate shocks due to supra ventricular tachycardia. No other information was provided. This device was taken out of service, but remains implanted, due to the patient dying of unrelated reasons. No further adverse patient effects were reported.